Manufacturer narrative:
The device was received by the manufacturer for evaluation. It was observed that there was damage to the tps flex assembly, the sag head assembly was corroded and the ball bearing was worn. The device was repaired and returned to the customer.

Event description:
It was reported that service, that the device was running unintentionally. There was no pt involvement and no adverse consequences reported.